Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer was made aware of an alleged thermal event to a dreamstation auto CPAP while in use. The user alleges observing smoke and flames at the time of the event. There was no patient harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged observing smoke and flames at the time of the event. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on date 03/27/2023 for further evaluation. The device was evaluated on date 06/29/2023. There was no mention of visual findings to the external part of the device. Upon external/internal examination, black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed. A brown/red contamination was observed near the power input port and on the backside of the bottom enclosure. Pil found no evidence of sound abatement foam degradation or breakdown. Pil found no evidence of a thermal event occurred. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device.